Event description:
A revision surgery was performed to reinforce the patient's existing construct. Intraoperatively, it was observed that one of the screws had fractured at the neck. During the same procedure, two additional screws fractured at the neck upon attempted removal. The remaining shanks were left in situ. Approximately one month postoperatively, radiographic imaging revealed rod slippage and a screw fracture. This is report 1 of 2.

Manufacturer narrative:
The implant did not return for evaluation. Radiograph images were provided which confirm the event of a fractured screw. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.